Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4068-58 lead implanted on (B)(6) 1999. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited low pacing impedance. The lead was replaced and taken out of service. No patient complications have been reported as a result of this event.